Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28may2020.

Event description:
The customer reported blower temperature too high. There was no patient involvement. The manufacturer¿s field service engineer (fse) requested the customer to review the event log and to identify error codes listed in the log. It was found that the blower temperature was high. The fse recommended running the unit, and monitoring the blower. The fse recommend replacing the blower, if the temperature is too high, or to replace the mc pcba (motor controller printed circuit board assembly) if the blower temperature is normal. The fse found the turbine cable ferrite choke was not properly located, and may have shorted out motors board. The fse re-routed the cable correctly and secured it in order to prevent re-occurrence. The ventilator is back in service.